Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, the event was confirmed, a definitive root cause not be determined. However, it is likely the following led to the malfunction: that no image and noise appeared on the image because communication failure occurred due to faulty cable. The event can be prevented by following the instructions for use which state: "-never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. -never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. -do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. -never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. -never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the 4k autoclavable camera head had a noisy image. The issue was found during inspection for use for a therapeutic procedure. The intended procedure was completed. There was no delay to the procedure due to the malfunction. There were no reports of patient harm. The device was returned to service where evaluation found a faulty cable. This report is being submitted for the reportable malfunction found at evaluation.

Manufacturer narrative:
During evaluation, the following were found: atto cover packing damaged, noise (image cannot be seen) due to cable failure and color bar display. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.